Event description:
In a literature review, the following information was obtained. Y, ikegaya., et al. "Case study of laparoscopic ligation procedure of inferior mesenteric artery and lumbar artery to treat a type ii endoleak post endovascular repair procedure." Japanese journal of cardiovascular surgery. October, 2013, vol.22 (6). 902-906. In 2008 (exact date unknown), the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Intra-procedure angiography showed a type ii endoleak originating from the inferior mesenteric artery and two lumber arteries. The procedure was concluded with a wait-and-watch approach taken to the endoleak. The patient was discharged of the hospital four days post procedure. In 2010 (exact date unknown), two years post procedure, the aneurysm had enlarged to be 55mm. Any procedure was not performed, and the wait-and-watch approach to the endoleak had continued. In 2011 (exact date unknown), three years post procedure, the aneurysm had enlarged to be 63mm as the type ii endoleak had persisted. The inferior mesenteric artery and two lumbar arteries were ligated under the laparoscopy to treat the type ii endoleak. In 2012 (exact date unknown), one year post reintervention, the type ii endoleak had been resolved with aneurysm diameter shrinking. It was reported that the vessel diameter of the inferior mesenteric artery and the lumbar arteries was small, and they were tortuous as well.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.further information, including lot/serial number, could not be obtained. Therefore, an investigation into the cause of this event could not be performed as well as a review of the manufacturing paperwork could not be performed.